Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during a follow-up. Device interrogation revealed high rv pacing lead impedance. Failure to capture and noise were also observed on the stored egms. Noise was noted previously as well. During the lead revision, fluoroscopy revealed no lead anomalies and testing was normal. The physician also check setscrew connection. Fluoroscopy showed that the lead was not fully inserted into the header. The lead was reconnected. The patient was stable before and during the procedure, and will continue to be monitored.